Event description:
It was reported that during an implant attempt, the atrial epicardial lead had high and unstable thresholds. Atrial lead placement was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and anlyzed. Analysis was performed and no anomalies were found. (B)(4).